Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a low anterior resection. Reportedly, the instrument would not fire. No pt injury occurred.